Manufacturer narrative:
The axium implant coil will not be returned for evaluation as it was implanted in the patient; however, the pushwire is expected to be return. Upon receipt of the device, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the coil prematurely detached during the procedure. The patient was undergoing coiling treatment for a small unruptured saccular right middle cerebral artery (mca) aneurysm, measuring 3.6mmx3mm. The patient¿s blood flow was normal. The vessel was moderately tortuous. It was reported that during the insertion of the coil, when pushing out and retrieving the coil were performed 2 to 3 times, the coil did not follow. It was suspected that the coil unraveled, but the coil might have been detached unintentionally. After that, the coil could be placed somehow by pushing with the delivery pushwire the coil was placed at intended location. There were no reports of patient injury in association with this event.

Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the axium prime pushwire was returned for analysis without its dispenser coil and without its introducer sheath. There was no instant detacher, implant coil, microcatheter, or accessories returned with the device. The actuator interface and ai crimps were undamaged but detached from the coupler tube with the tack weld replacement crimp broken. The two segments were retained by the release wire. This is indicative that a mechanical detachment attempt using an instant detacher was performed. Bends were found along the axium prime pushwire distal to the positive load indicator. The coin was pulled back from the lumen stop. The shield coil was intact with the implant coil already detached and not returned for analysis. Based on the analysis performed the axium prime coil was confirmed to have prematurely detached. There was no malfunction of the pusher or non-conformance to specification that may have contributed to the premature detachment. The actuator interface was detached from the coupler tube, suggesting that a mechanical detachment attempt was performed, subsequently leading to the implant coil detaching as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.